Event description:
It was reported when the device(s) were used in a total colectomy, one device fired malformed staples and the other did not deploy the staples. Subsequently, there was a fecal spillage into the abdomen. Patient did not undergo bowel preparation prior to surgery. The case was completed by hand suturing. The wound was left open for placement of a wound vac. Patient received an ileostomy which was the original intent of the surgery. There was no additional patient consequence.